Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up with atrial lead noise. Programming changes were made to address the lead noise. The patient would continue to be monitored.